Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Device evaluated by MFR: evaluation is in process.

Event description:
The account provided additional testing data. The patient generated false elevated architect intact pth of 1556.3 pg/ml (stat mode), 1230 pg/ml (routine mode) and roche method 949.7 pg/ml on (B)(6) 2018. The patient generated false elevated architect intact pth of 709.23 pg/ml but roche method 462.12, 588.5 and 565.9 pg/ml on (B)(6) 2018. No impact to patient management was reported.

Manufacturer narrative:
To investigate the customer concern, a review of customer complaints received to date to determine if others have experienced the issue encountered at the customer facility was performed. The review of this data did identify increase in trends related to false elevated patient results. No increase in complaints for reagent lot 01517k000 for falsely elevated results was observed. A review of the customer instrument files was conducted for the provided sample ID. The result log did identify the sample ID alt 1 for the falsely elevated results provided in the complaint text and the result in the log matched the result in the complaint text. The optical reads for this test result did not identify increased dark counts. Review of the logs did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred. Using worldwide data the historical performance of reagent lot 01517k000 was compared to the performance of all architect intact pth reagent lots in the field for both stat and routine methods. The patient medians were analyzed and found no significant difference in performance compared to historical performance. Based on this review no unusual performance issues were identified with reagent lot 01517k000. Labeling was reviewed and found to adequately address the issue under review. To further investigate the issue, a study of patient median results for architect ipth assay was performed and found that the patient medians and the numbers of results in specific reference ranges (0-72 pg/ml, 72-450 pg/ml, and >450 pg/ml) have been consistent over time. The review of patient median results indicates that patient results have remained consistent for the past few years. In addition, a study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Therefore, a product deficiency was not identified for this issue.

Manufacturer narrative:
This report is being filed on an international product list 08k25-25, that has a similar us product distributed in the us, list 8k25-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated false elevated architect intact pth of 1509.57 pg/ml on a patient that repeated architect intact pth of 302, 331, 325 pg/ml and roche pth of 888 pg/ml. No impact to patient management was reported.